Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulators (usm) 1 and 4 could not be manipulated near the end of the procedure. The procedure was converted to laparoscopic surgery. The customer could not provide further information and did not know whether the procedure was converted due to a system malfunction, or the laparoscopic surgery was originally scheduled. The procedure was completed with no reported injury.